Event description:
It was reported that during a nephrectomy procedure, there was no function after a few seconds, it would not open or close. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Adhesive. Eval summary: based upon the inquiry info rec'd, visual and functional examination, it was concluded that analysis found an adhesive bond failure. A batch record review was performed, and no anomalies related to the event description were found during the mfg process.